Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: a visual inspecting confirmed that the pump is chipped at the top of cartridge compartment. There was a dim pink display screen found. The keypad was worn and the display lens was scratched. (B)(6).